Event description:
A 2.0mm straight plate, implanted for a right 2nd metacarpal fracture broke post operatively. During a revision procedure, broken plate was removed and replaced with another of the same plate. Surgeon indicated it was his opinion the plate broke because the patient did not follow post-op instructions.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.